Event description:
A device failed in patient use and that the failure was determined the result of a broken male pin on the therapy cable used with the device. The facility has provided no additional details concerning the alleged failure.